Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr2475 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported upon flushing red lumen on double lumen hohn, a hole popped open on lumen. No other information was provided.